Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, undersensing of intrinsic ventricular beats and oversensing of atrial activity. As a result, a lead replacement procedure was scheduled. During the lead replacement procedure, the physician attempted to extract the lead but upon inserting a stylet wire into the lead lumen, the stylet wire protruded through the lead insulation outside of the patients body. The physician indicated they were certain that they did not contact or damage the lead during opening of the pocket. Because the physician did not want to potentially have the stylet wire protrude through the lead inside the patients vasculature, the lead was surgically abandoned instead of explanted. A new rv lead was then implanted. There were no additional adverse patient effects.